Manufacturer narrative:
Failure analysis noted that the insulin pump had a button error alarm and no button response due to moisture damage on the keypad traces. There was no moisture damage on the electronics. The pump had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 225 mg/dl at the time of incident. The customer's mother stated that her daughter was playing and the pump was under her costume. The pump had condensation under the screen. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.